Manufacturer narrative:
Medwatch was received in the mail. The exact device involved in the incident was not identified and has not been verified to be a medcomp catheter. Additional information and the sample for evaluation has been requested.

Event description:
Pt. Receiving hemodialysis through permacath in internal jugular vein, when venous port came out of tubing resulting in approximately 100 cc's blood loss. Pt. Lost consciousness and pulse. Tubing was clamped, hemodialysis machine turned off, CPR started. Pt. Resuscitated in less than 5 minutes. Pt. Recovered. Initial vital signs post code were elevated but returned to normal within 30 minutes. It was later determined by physicians that this may have been a vasovagal reaction vs. True cardiac arrest.

Manufacturer narrative:
Without sufficient information (device identification code, lot number) and an evaluation of the device involved we are unable to complete an investigation to determine the cause or factors that may have contributed to this event.